Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: wavewriter alpha 32 ipg, upn: (B)(4), model: sc-1232, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient had an infection at the lead and ipg incision sites. Symptoms of infection were swelling and pain at the lead incision site. It was noted that the infection was not device nor procedure related. The physician was able to drain some of the fluid around the lead incision site and the patient was placed on oral antibiotic. All device components were explanted and were not returned as they were kept by the medical facility. The patient was doing well postoperatively.